Event description:
An IV angiocatheter separated, dislodged or broke away from the hub portion of the catheter. When the nurse irrigated the angiocatheter located in the patient¿s left wrist with saline, the patient complained of pain and there was saline leaking under the insertion site dressing. The nurse untaped the dressing as she held the catheter hub steady. When she withdrew the hub, intending to remove the catheter, there was no catheter attached to the hub. The catheter was later surgically removed intact from the patient¿s left forearm. Please reference: (B)(4).